Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the rectal probe accurately read 39c and then the reading dropped to 30c few times. The nurse checked with another device and the probe reading was 39c and nurse also stated that the foley probe was in place. Per troubleshooting with mss, the alarm showed alert115 (prolonged warm water exposure) and alert 50 (patient temperature 1 erratic) .the nurse called for another because the cables were mounted and they cannot switch. Per follow up (B)(6) 2020, nurse stated they were able to switch cables and the cable with issue was sent to clinical engineering.the patient was able to complete therapy with the new cable.

Manufacturer narrative:
Per additional information received, bd has determined that this is not a reportable event. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the rectal probe accurately reads 39c and then the reading dropped to 30c for few times. The nurse checked with the another device and the probe reading was 39c and the nurse also stated that the foley probe was in place. Per troubleshooting with mss, the alarm shows an alert 115 (prolonged warm water exposure) and alert 50 (patient temperature 1 erratic). The nurse called for another because the cables were mounted, and they could not switch. Per follow up on (B)(6)2020, the nurse stated that they were able to switch the cables and the cable with issue was sent to the clinical engineering. The patient was able to complete the therapy with the new cable.